Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to prime a vented paclitaxel set. The nurse reported that the blockage occurred after the chamber. The device was being used with two non-baxter products. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and gravity flow testing was performed. During the flow testing it was identified that the fluid would not flow past the chamber-bushing- tube junction. The cause of the no flow could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.